Event description:
It was reported that when the coil (subject device) was advanced in the microcatheter, the coil detached prematurely. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the main coil was kinked and the main coil had detached from the delivery wire at the main coil junction. Functional testing could not be performed due to the damaged condition of the returned coil. Information available indicated that when the initial attempt to detach the coil was carried out, it failed but may have partially detached and when the physician tried to insert again, the partially detached coil detached fully. The physician may have perceived as being broken when in fact, it was detached. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that when the coil (subject device) was advanced in the microcatheter, the coil detached prematurely. There were no reported clinical consequences to the patient.